Event description:
It was reported that the user experienced a low glucose episode that was treated with orange juice while the pump was paused and then unpaused, followed by persistent hyperglycemia exceeding 400 mg/dl that resolved after the user changed the infusion set and discovered a bent cannula. Symptoms included hypoglycemia, anxiety, sweating, shaking, and increased heart rate, as well as hyperglycemia with thirst and frequent urination. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no specific findings were available and that there was insufficient information to determine a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.